Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. The customer's blood glucose level was approximately 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.